Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument and three times on an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the reagent 3 probe, reagent 1 and reagent 2 sample drains, reagent probe tubing, reagent 1 and reagent 2 transducers, mixer 1 and mixer 2, instrument tubing, cassettes, and waste chokes. The cse cleaned the windows, and performed precision with calibrators and patient samples which resulted within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.